Manufacturer narrative:
Corrected data: d4.

Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient experienced syncope due to episodes of noise resulting in oversensing and pacing inhibition on the right ventricular (rv) lead on a pacemaker dependent patient. Rv lead damage was suspected, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.